Event description:
The user facility reported that an employee applied pressure to their system 1e lid in an attempt to open the lid and received an injury. The employee sustained 3 broken ribs. The employee returned to work the following day and missed no additional time.

Manufacturer narrative:
The system 1e subject of the reported event was returned to steris quality for evaluation. Evaluation results concluded: (1) outside surfaces of the system 1e including the lid, lid release and bottom shroud were in good condition; (2) lid was aligned to the drip pan; (3) the handle pulled and the lid opened easily and slowly rose to its full height; (4) the inside of the chamber was in good condition; (5) drip pan oval cutouts and lid hooks were in good condition. Multiple diagnostic and processing cycles were run and completed without issues.

Manufacturer narrative:
A steris service technician arrived onsite and inspected the unit and could not find an issue with the lid. The technician ran a diagnostic cycle which completed successfully and found the seal deflated and lid opened without issue. He then ran a processing cycle and found the seal deflated and lid opened without issue. The technician then placed the unit in service mode. 12 times in succession he: inflated the seal, energized the lid release valve and opened the lid without issue. Investigation of this event is currently in process; a follow-up report will be submitted when additional information becomes available.